Manufacturer narrative:
(B) (4): physio-control evaluated the device with the batteries used during the event; however, the reported failure was not verified nor duplicated. Physio-control was able to retrieve the pt event records and indicated that the customer defibrillated the pt multiple times, charged and then the device was observed to power off. There were no low battery prompts. It is not possible to determine if the device powered off on its own or if it was powered off by the customer. Proper operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported by the customer that the device powered off after delivering a shock to a pt in the cath lab. The pt's outcome is unk.